Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter indicated that the pump was locked and was unable to be unlocked using the buttons. The reporter indicated that the up and down buttons were intermittently responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 07/15/2013 with the following findings: the keypad was found to be fully intact; no damaged was observed. The complaint of the unresponsive keypad buttons was unable to be duplicated; all keypad buttons responded appropriately. There was contamination found under all button contacts. There were no damaged/misaligned contacts found.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.